Manufacturer narrative:
Updated: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a balloon aortic valvuloplasty was performed due to the patient's calcified anatomy. Prior to full deployment of the valve, the patient experienced st elevation. Subsequently, the valve was recaptured into the delivery catheter system (dcs) and repositioned above the sinotubular junction (stj). The right coronary artery was engaged with a non-medtronic catheter to confirm the patency of the artery. Subsequently, redeployment was attempted, however the coronary perfusion pressure was not deemed to be at an acceptable level. The valve was subsequently recaptured into the dcs, and the system was removed from the patient. Subsequently, the patient's systolic blood pressure dropped. A pericardial effusion was confirmed via echocardiogram. A pericardiocentesis tray was successfully placed, however the patient became unresponsive. Subsequently, chest compressions and cardioversion were administered, however the patient ultimately died.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.